Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6) 300-20-02 - equinox square torque define screw drive kit, (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6) 315-35-00 - glnd kwire, (B)(6) 531-78-20 - shouldr gps hex pins kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 61 yo male patient who had a right tsa implanted, underwent a revision procedure approximately 1 year 9 months post the initial procedure. The patient complained of pain. Cuff failure was indicated. The surgeon converted to a reverse shoulder. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to chain of command. No device images were available. No further information.

Manufacturer narrative:
The reason for the shoulder surgical revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected component, and investigation clinical codes.